Manufacturer narrative:
The MRI facility was provided with the patient's nalu implant data prior to initiating the scan. A remote impedance check was performed on the nalu system on (B)(6) 2025, within one week of the scan, and returned all good impedances. A follow-up remote impedance check was conducted after the MRI scan and returned all good impedances. The patient reports that the nalu device is delivering appropriate stimulation after the scan event.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat right lower extremity pain. On (B)(6) 2025 the patient was seen for an MRI scan. During the scan, the patient experienced some heating sensation and the extremity where the nalu device was implanted had some involuntary movement. The scan was stopped upon experiencing those sensations and the MRI facility reported no harm to the patient.

Manufacturer narrative:
The MRI facility was provided with the patient's nalu implant data prior to initiating the scan. A remote impedance check was performed on the nalu system on 04/14/2025, within one week of the scan, and returned all good impedances. A follow-up remote impedance check was conducted after the MRI scan and returned all good impedances. The patient reports that the nalu device is delivering appropriate stimulation after the scan event. Investigation concluded that the heating sensation felt is likely related to the patient's pre-existing passive implant and the nalu implant both being present in the same vicinity while in the MRI environment.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat right lower extremity pain. On (B)(6) 2025 the patient was seen for an MRI scan. During the scan, the patient experienced some heating sensation and the extremity where the nalu device was implanted had some involuntary movement. The scan was stopped upon experiencing those sensations and the MRI facility reported no harm to the patient.